Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and without the device to analyze, a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, after establishing final arm angle, the clip opened slightly. A decision was made to continue with clip deployment since mr had a good reduction. The clip was deployed, and the clip was stable on both leaflets. One clip was implanted, reducing mr 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.